Event description:
It was reported that the patient is experiencing urinary incontinence. The surgeon suspects that the leakage is due to a loose artificial urinary sphincter(aus) cuff around the bladder neck. The patient had his original surgery approximately twenty-four years ago along with a bladder augmentation with a bladder neck cuff and spinal surgery. A future revision surgery to replace the aus is planned.